Manufacturer narrative:
The insulin pump was received with currents in spec. No blank display. Lcd board ok. The insulin pump alarm compromised force sensor during prime test due to faulty force sensor resistor (g). The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank and the screen was cracked. Blood glucose level at the time of the incident was 72 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.